Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2017865-2020-11814. It was reported that the implantable cardioverter defibrillator was explanted after being implanted for less than two years. It was noted that the left ventricular lead was explanted on (B)(6) 2020 for unknown reasons. The patient condition was unknown.